Event description:
It was reported that the patient was experiencing warmth at the back during a non-device related MRI. The patients back found to be red, warm, and tender to touch since then. The patient was given antibiotics prophetically. Cultures were taken and the results were all negative.